Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss and pump error 25 confirmed in pump's history file due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that charge battery did not last as long as it should. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.